Event description:
Pt was admitted for removal of his malfunctioning ventricular lead and for a pacemaker implant. The ventricular lead is under recall from the co . On 7/14/94, the pt underwent surgery for: removal of pacemaker (rt), extraction of atrial lead (rt), insertion of temporary pacemaker lead, right anterior thoracotomy; cardiotomy, extraction of ventricular lead (rt), transatrial pacemaker implant (rt). The pt tolerated the procedure well.